Manufacturer narrative:
The kit was returned for analysis. A review of the kit confirmed a crack in the bowl just above the joint where the bowl meets the base. The cause of the leak was due to the crack, however the root cause for the crack could not be determined. A material trace of the bowl found no nonconformances. A review of the device history record found no related nonconformances. The complaint lot had passed all lot release testing. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d123 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #18: system pressure. No trends were detected. This assessment is based on information available at the time of the investigation. The product has not yet been received at the time of this report. A supplemental report will be filed when the analysis of the returned kit has been completed. (B)(4). Device not yet received.

Event description:
Customer reported alarm #18: system pressure and a centrifuge bowl leak/break. Customer stated that the alarm #18 occured at 165 ml of whole blood processed and then immediately they observed a blood leak in the centrifuge chamber. Customer stated the leak seems to come from the bottom of the drive tube but the customer is not sure about that. The patient was reported to be stable. The customer agreed to return the kit for investigation.